Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device did not confirm the reported breakage. Examination identified an incomplete device was returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spec 2 clamp slot has broken and needs to be replaced. This clamp was not used on a patient.